Manufacturer narrative:
MFR reference: (B)(4). H3 other text : placeholder.

Event description:
Through follow-up the surgeon reported the following additional information. One (1) stent was observed placed posteriorly without any adverse impact. The surgeon reiterated that intraoperative visualization contributed to the reported event. The patient prognosis was reported as ¿stable visual acuity and pressure¿. The iop improved with adverse event resolved.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to operational context (patient movement and visualization). MFR# reference: (B)(4).

Event description:
It was reported that during a right eye trabecular micro bypass stent system procedure, the surgeon implanted one (1) of the two (2) stents posteriorly, close to the scleral spur. The surgeon used a back-up device of the same model and successfully implanted two (2) additional stent. Per report, patient movement and intraoperative visualization contributed to the reported event. There was no patient injury. Additional information has been requested.